Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. The lead was able to be secured and the pocket was closed. Following implant, an x-ray revealed a setscrew issue and the pocket was reopened. The lead was reinserted and implanted with the use of mineral oil.

Manufacturer narrative:
(B)(4).